Event description:
The analyzer produced biased results for multiple assays on quality control materials. The analyzer also produced data invalid error codes. The investigation determined that the scenario is consistent with depletion of signal reagent during operation of the analyzer which could cause false negative ckmb, beta-human chronic gonado tropin and troponin 1 results to be produced. There was no report of patient harm as a result of this occurrence.